Event description:
It was reported during ICD replacement, externalized conductors were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.